Manufacturer narrative:
(B)(4). Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was debris in the sterile package. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of actual products received. Visual evaluation of the returned products identified that there is debris inside the sterile packages. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed to manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.